Event description:
It was reported that during a sleeve gastrectomy procedure the device could not fire. Also the trocar had noise during the surgery. No adverse patient consequences reported. Procedure was completed with same like product.

Manufacturer narrative:
(B)(4). What type of "noise" was heard? Whistling. What was being performed when the "noise" was heard? Sleeve gastrectomy. Were any noises heard such as whistling or hissing? If so, did the noise prevent insufflation? I have no idea about this, I will check next time. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? They felt noisy, but it didn't affect the visibility during surgery. What was the gas consumption rate or volume (liter/minute)? At 15mm. Were you able to identify where the leak was coming from? No. Was a device inserted in the trocar during the leaking? No, it's the beginning. If so, what device? Was any torque being applied to the trocar or device? No. The analysis results found that the device was received in a good physical condition. Upon evaluation of the device, the duckbill was found to be slightly open at the slit. A leak test was performed and the device was noted to leak without the test probe inserted through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: what type of "noise" was heard? Whistling. What was being performed when the "noise" was heard? Sleeve gastrectomy. Were any noises heard such as whistling or hissing? If so, did the noise prevent insufflation? I have no idea about this, I will check next time. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? They felt noisy, but it didn't affect the visibility during surgery. What was the gas consumption rate or volume (liter/minute)? 15mm. Were you able to identify where the leak was coming from? No. Was a device inserted in the trocar during the leaking? No, it's the beginning. If so, what device? Was any torque being applied to the trocar or device? No.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.